Event description:
An infection was reported approximately 3 weeks following a routine baclofen pump replacement. The patient presented with symptoms of fever of 103, emesis, and redness around the wound and was admitted to the hospital on (B)(6) 2012. The patient received broad spectrum intravenous ceftazidime. Cultures from cerebral spinal fluid were obtained via pump side-port tap and were consistent with gram-positive cocci staphylococcus epidermis. Because of the culture results, the ceftazidime was discontinued and the patient was given vancomycin. The health care provider weaned the intrathecal baclofen which was tolerated well. The patient was also given oral baclofen. On (B)(6) 2012, the pump and catheter were explanted. During surgery, the midline back incision was opened and a purse string suture was applied around the catheter as it pierced through the fascia. The catheter was removed; the purse string was tied to ensure there was no csf leak. No leak was noted. The abdominal incision was opened, fluid was expressed, and a culture was obtained. The wound was copiously irrigated with antibiotic solution. A hemovac drain was placed in the subcutaneous pocket. The patient was transferred to the pediatric ICU for one day; then transferred to a pediatric intensive care unit for monitoring. After one day he was transferred to the neurosurgical floor. The hemovac was subsequently removed without difficulty. The patient's course was unremarkable. He remained at neurological baseline with slightly increased tone in his lower extremities and no signs or symptoms of withdrawal. On (B)(6) 2012, the patient was awake, alert, and at baseline. The patient's creatinine level was normal. The patient was discharged to home and follow-up hcp appointments were scheduled.

Manufacturer narrative:
Catheter model # 8709, lot # j12033r27, implanted: (B)(6) 2005, explanted (B)(6) 2012.

Event description:
Additional information: the patient's infection cleared and he was doing well.

Manufacturer narrative:
(B)(4).